Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, t-wave oversensing was observed. Review of episodes noted that the device was oversensing wide qrs which were artifacts on the ventricular channel caused by capacitor maintenance. Whenever the capacitor would begin to charge, the wide qrs oversensing leads to inhibition the charging. Patient was asymptomatic and will continue to be monitored.